Manufacturer narrative:
(B)(4). The reporting physician provided two suture lot numbers as it was unknown which of the two lot numbers had the tear. The manufacturing records of both lots were reviewed and both met all pre-release specifications. Patient information including gender, ID, weight and dob were requested, however no information was provided.

Event description:
The following was reported to gore. On (B)(6) 2018, the gore suture 6k02j/16190244j or 16324545j was used for a procedure. When the physician started to place the first stitch, he noticed a tear on the suture. A new suture (another lot) was opened and used to continue the procedure. The procedure was finished with no further reported issues or adverse events on the patient.